Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade ii-iii, lymphadenopathy, granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture,capsular contracture baker grade ii-iii, lymphadenopathy, granuloma, wrinkling, depression-ndr, anxiety-product/procedure, pruritus-ndr, pain, cardiac complication-ndr, dizziness-ndr, varied injuries-ndr, pain-ndr, malaise-ndr.

Event description:
Physician reported rupture and capsular contracture baker grade ii-iii on the left side, diagnosed by an ultrasound and palpation. Ultrasound showed increased rippling and a palpable enlarged lymph node in the left axilla, silicone and rupture. No signs of breast implant illness. Pathological exam shows no signs of alcl and malignancy. The device was explanted. Patient reported "capsular contracture, bii symptoms: depression, panic attacks, anxiety, itching on the body, chest itching, chest pain, palpitations, heart stumbling, feeling of small heart attacks, brain fog, difficulty concentrating, dizziness, visual disturbances, impaired perception, breathing problems (the feeling not being able to inhale 100%, the feeling as if the body forgets to breathe), dizziness, tooth and gum problems, back and neck pain, memory loss, speech disorders, difficulty finding words, tiredness, weakness, punctual pain in the limbs (nerves, bloodstream or veins?), swollen lymph nodes (armpits, visible on ultrasound), hands and legs constantly fall asleep, nose permanently blocked, loss of libido, pierced ears inflamed, palpitations from awakening frightened from slightest noises, skin problems, acne, dark circles, pain in the left rib, cold hands and feet".